Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat pelvic organ prolapse, stress urinary incontinence, cystocele, and rectocele concurrently with a total hysterectomy and bilateral salpingo-oophorectomy with a cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 the patient underwent revisions of mesh. It was reported that the patient underwent mesh removal with implantation of new device (no information on this device) on (B)(6) 2012 due to uterovaginal prolapse, cystocele, rectocele and stress urinary incontinence. During this surgery, patient also underwent a hysterectomy. This is no further information at this time. (B)(4).